Event description:
The facility contacted baxter (B)(4) technical services to report a clearlink continu-flo solution administration set that was found leaking. According to the reporter, "the IV set was leaking during priming. The leak appeared at [the] distil [sic] end where the soft tubing and distil [sic] end connector meet." There was no patient involvement; there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was received for evaluation. Inspection found no issues. Additionally, the sample underwent pressure testing, with no issues noted. The customer reported condition was not confirmed during product evaluation; a root cause could not be identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510(k) number.